Event description:
A report was received that a patient was scheduled to undergo a pocket revision procedure. The patient was experiencing pain at the pocket site and charging difficulties, because the ipg was not lying flat in the pocket. During the procedure, the physician replaced the ipg, because it was not charged. The patient is reportedly doing well following the procedure.